Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia and insulin pump battery died. Customer¿s blood glucose level was 598 mg/dl and the current blood glucose level was 160 mg/dl and the other blood glucose level was 160 mg/dl to 180 mg/dl, over 200 mg/dl, 157 mg/dl and 189 mg/dl. The insulin pump will not be returned for analysis.